Event description:
It was reported that the wake button was difficult to press. The customer's blood glucose was 400 mg/dl and also 35mg/dl. A correction bolus was delivered to address bg level and customer consumed carbs to address the low bg. The customer reverted to manual injections for insulin therapy. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.